Event description:
Information received with return of the explanted device notes that the patient is totally pacemaker dependent, did not feel well and was hospitalized. Spontaneous reprogram- ming of atrial output and sensitivity was noted.